Event description:
I have been using dexcom sensor devices for several years and have found them very useful. This past week, I have 5 sensors fail without warning and the ones that have worked only worked for a day rather than 10 days and gave very inaccurate readings. What's going on with these dexcom sensors? They no longer appear reliable. Referencing report mw5168647, mw5168649, mw5168650, and mw5168651.